Event description:
Craniotomy performed on pt for brain tumor. Bonesource and wire mesh were used for skull reconstruction. At postop followup it was noted that the area for cranioplasty was soft and depressed. The pt was returned to surgery to remove the bonesource and mesh and for further skull reconstruction. The bonesource was found to be in brown, granular fragments separated from the mesh with some fragments migrating from the implant site.